Manufacturer narrative:
Product ID 3550-39, lot# n237184, implanted: 2010 b)(6); product type accessory product ID 3 777-45, serial# (B)(6), implanted: 2010 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37743, serial# (B)(6), implanted: 2008 (B)(6); product type programmer, patient product ID 37083-40, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37082-20, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 3777-45, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported that, one time before, the patient had the lead wire straightened out. Follow-up was performed to determine if any troubleshooting had been performed and if a cause had been determined. This event will be updated if additional information is received.